Event description:
Patient came to ER for syncope in 2008. During routine workup, a chest x-ray was performed. The patient was noted to have retained portion of a mediport catheter in her chest x-ray with 1/3 of it in the right atrium. Mediport was inserted in 2005 at another facility and removed in 2006 at that same facility. Patient and family did not know what type of mediport it was. Radiologist inserted a catheter into the groin and threaded it to the area where the retained catheter was located. The catheter was snared and removed through the groin. The retained piece of catheter measured 14 cm and was white. Patient did well and was admitted to the hosp for a workup to evaluate the syncopal episode she had prior to coming to the ER. Discharged in one day.